Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced multiple intermittent elevated blood glucose (bg) levels between 300-500 (mg/dl) for 1 month. Customer administered correction boluses and insulin injections to treat bg levels. Reportedly, customer recently started antibiotics due to an infection that is unrelated to pump or supplies. System check with tandem technical support indicated pump was performing as intended. Cartridges use humalog insulin and were reportedly used outside of the 48 hour labeling. Customer was reminded that humalog is indicated for use up to 48 hours, and recommendation was made to consult with health care provider to discuss diabetes management.